Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in march 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7095967/7098451.